Event description:
(B)(4) study. A patient (B)(6), was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 1.0ml coaptite on (B)(6) 2008. The pt notes indicates that the pt developed two urinary tract infections on (B)(6) 2009 and (B)(6) 2010. The first uti (more than one year post injection), was mild in severity and had been detected through urinalysis and the pt report. The pt was treated with antibiotics for 7 days and the symptoms resolved. The second uti (more than 14 months post injection), was also mild in severity and detected in the pt report. The pt was treated by her primary care physician with antibiotics for 10 days and the symptoms resolved. Dr. (B)(6) does not feel that either of these aes were related to the coaptite implant.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the (B)(4) status report for (B)(4), submitted to the FDA on 09/30/2010. Since the adverse event required treatment with antibiotics, this event was determined to be a reportable event. The coaptite lot had not been recorded in the pt's chart. The most probable lot used was requested by the USA distributor, (B)(4).